Event description:
Additional information was received stating that the vns patient¿s device showed an ifi condition during an office visit with her new epileptologist on (B)(6) 2014. No environmental events happened to the patient that may have adversely affected the device. The patient¿s seizures have improved. The patient was referred for generator replacement surgery but no know interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Adverse event and/or product problem, corrected data: the initial manufacturer report incorrectly reported the event as a product problem instead of an adverse event. Outcomes attributed to adverse event, corrected data: the initial manufacturer report inadvertently did not include the outcomes attributed to the adverse event. Type of reportable event, corrected data: the initial manufacturer report incorrectly reported the event as a malfunction instead of a serious injury.

Event description:
Clinic notes dated (B)(4) 2013 note that the patient has been having many seizures after changing vns settings. The device on time was changed to 30 seconds and the off time was decreased to 0.8 minutes. Clinic notes dated (B)(4) 2014 note that the patient was having frequent seizures. The generator was ifi = yes and the patient was referred for prophylactic generator replacement. It was reported that the patient's family is unsure if they want to continue with vns therapy if the patient is going to require generator replacement every 2 years. It was reported that the patient's seizures were better at the last appointment. It was reported by the family that the patient was having 100 seizures a day and now is better controlled. It was reported that the patient has never been fully controlled, but that she experienced good success right after generator replacement. The physician reported that he believes the generator needs to be replaced. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. Surgery is likely, but has not occurred to date.

Event description:
It was reported on (B)(6) 2014 that the patient underwent generator replacement due to battery depletion (neos=yes) on (B)(6) 2014. The hospital does not return explanted devices and therefore cannot be returned for product analysis.